Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03400. It was reported the patient began experiencing "jolts" near his scs ipg after being physically active (working and wearing a workbelt close to the ipg site) which also resulted in his scs ipg depleting faster. As a result, the patient turned stimulation off. X-rays revealed no anomalies. Surgical intervention will be taken regarding the scs ipg at a later date and at that time possible surgical intervention regarding the scs lead will be taken.